Event description:
The facility reports when transferring the resident from the bed to the wheelchair, the resident's arm was hanging out of the sling. As the caregiver tried to bring the resident's right arm back inside the sling, the sling unsnapped from the hanger bar, which caused the resident to tumble out sideways from the sling. The resident landed on her head, causing injury. Resident sustained a hematoma on her head and a fractured clavicle.